Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as upon receipt, the device could not be powered on and no flashing red status indicator was observed with the returned pad-pak installed. Measurements taken during the investigation would indicate that all battery cells of the returned pad-pak were depleted, which would indicate that it was depleted by a load. A test pad-pak was installed and the device underwent extensive testing of all critical functions, performing to specification throughout. No fault was identified with the AED that would have resulted in the depletion of a pad-pak. However, corrosion was observed on the spot-welded tabs of the battery pack, which would suggest that the pad-pak was stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device issued no voice prompts upon power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device issued no voice prompts upon power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.